Event description:
I had morpheus 8 radiofrequency microneedling at (B)(6) in (B)(6), florida on my face, neck, and chest. I was basically burned from within. My skin did not heal properly or benefit in any way- and worst of all, it went on to cause systemic damage to my ecm (extracellular matrix)/integumentary system. For months, I had red, bumpy, itchy chicken skin-like texture, and burning/heat sensation under my skin. It felt like a thermal injury. I developed hyperpigmentation from the device, and had grid like scars from the square stamp of the needles from the device. Then after 4-6 months, I had severe fat loss in the areas treated- hollowing under eyes, cheeks, veins exposed in forehead. Neck became loose. Then I began to notice the degradation of the surrounding tissues. I had a systemic response that caused a loss of subcutaneous fat and collagen/elastin everywhere in the body. I have been tormented ever since that device was used on me. It should not be used by anyone, it is a dangerous device. But especially in irresponsible hands, used on an energy setting that was way too high. I was severely damaged by the nurse at the med spa using morpheus, by inmode. I have suffered physical mental and emotional damage, and I haven't found a way to fix it. They need to be held accountable for disfiguring me.